Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was at 50% battery life, then shut off unexpectedly with the battery gauge displaying 5% when the pump shut off. When the customer plugged the pump back into a power source, the battery gauge jumped up to 65%. When the customer unplugged the pump, the battery gauge immediately went down to 55%. The customer's blood glucose (bg) level was 148 mg/dl. It was indicated that the customer would load a new cartridge and would continue to use the pump until the replacement pump was received.